Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse checked the machine and found low vacuum error appearing during testing of the machine. Suspected manifold drive defective and needs replacement. Replaced the manifold drive with new one. Checked functionality, found ok. Observed display is showing color red. Found video receiver needs replacement. Replaced faulty video receiver pcb with a new one. Checked functionality, found ok. Handed over the machine in working condition.

Event description:
It was reported that during a routine checkup performed by user, the cs300 intra-aortic balloon pump (iabp) unit shows low vacuum error. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.